Event description:
Voluntary medwatch received states a patient's implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. The device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Medwatch: mw5153256.